Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported tip separation was confirmed. The reported resistance with the guide wire could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the fox sv pta catheter instruction for use states: do not advance the fox sv against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4): use of force against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the fox sv percutaneous transluminal angioplasty catheter was advanced over a non-abbott 0.018 inch guide wire towards a non-calcified lesion in the mildly tortuous left superficial femoral artery. Just before reaching the lesion, strong resistance was felt between the fox sv catheter and the guide wire. Slight force was applied, but then the advancement of the fox sv was stopped. Upon retracting, resistance was felt and force was applied to remove the device, causing the distal tip of the fox sv to separate. The proximal piece of the device (with balloon) was easily retracted from the anatomy. The separated distal tip portion was fixed on the guide wire. The guide wire was removed from the anatomy with tip as one unit. No piece of the fox sv remained in the anatomy. After the tip portion was removed from the guide wire, the same guide wire was reinserted into the vessel and another fox sv catheter (same size) was used with no problems. The final patient outcome was good. There was no adverse patient effect or significant clinical delay due to the device issue. No additional information was provided.